Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients lead was ineffective. The patient underwent a lead explant procedure and was doing well postoperatively.